Manufacturer narrative:
'Outcomes attributed to adverse event', 'event date', 'describe event or problem', and 'other relevant history' have been updated with additional information reported to boston scientific corporation on (B)(6) 2010

Manufacturer narrative:
Age at time of event: although the patient's exact age is unknown, she is reported to be over 18 years of age. Device expiration date: although the lot# of the device is unknown, the complainant indicated that the device was not used past its expiration date. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that mesh removal / revision was performed on (B)(6) 2010. The patient was prescribed antibiotics prophylactically. The patient is reportedly "good" and is being monitored "to see if all symptoms resolve."

Event description:
It was reported to boston scientific corporation that an anterior pelvic floor repair procedure with sacrospinous ligament fixation was performed on (B)(6) 2010 using an uphold vaginal support system. While it was reported that the mesh is in "good position," ultrasound performed post-procedure found moderate left hydronephrosis. The physician is reportedly concerned about kinking of the ureter on that side. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.